Manufacturer narrative:
Manufacturer's investigative conclusion: the reported events of backup battery fault alarms and the system controller¿s green pump leds being dim were both confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6) collectively contained data spanning approximately 5 days (05aug2023 ¿ 10aug2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A transient backup battery fault alarm was observed on 10aug2023 that cleared within approximately 1 minute. Then, a second backup battery fault alarm was observed on the same date shortly after the first one resolved, correlating to a load test condition. At this time, the loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the alarm. The backup battery was observed to have been reseated on the same day, resolving the alarm. No other notable events were observed. The system controller was returned without its backup battery and was functionally tested with a test battery. Upon being connected to a mock loop, the green leds that signify whether the pump is running were observed to be dim; however, the controller functioned and operated a mock loop as intended throughout all testing, and atypical alarms were unable to be reproduced. The root causes of the reported events were unable to be conclusively determined through this analysis. Backup battery fault alarms caused by load test conditions, and dim green pump leds on the system controller, have both been addressed via corrective actions. Incidental findings: slight wire fatigue and fluid ingress observed in both power cables. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that the patient called the healthcare provider with a backup battery fault alarm and was brought into the clinic on (B)(6) 2023 with a yellow banner showing to replace backup battery. The backup battery (bb) was reseated and the alarm cleared. The bb showed 27 months. A self-test was performed and revealed that the green pump running symbol on the patient's system controller was dim. The log files confirmed backup battery fault alarms on (B)(6) 2023. The primary system controller was sent back for evaluation, and there were no further alarms after the controller exchange. There were no other notable alarm conditions or parameter changes, and the vad was functioning as intended.